Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was ¿high¿, per cgm meter reading. Reportedly, customer was using admelog for insulin therapy. Bg was addressed via a correction bolus. Tandem technical support recommended that the customer consult with their healthcare provider regarding elevated bg.